Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon receiving the pump the touchscreen display was "distorted". Customer stated the display was "pixelated", and difficult to read. Customer's blood glucose level was 158 mg/dl.